Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the impacted device was discarded and bilateral explantation and replacement with 445cc ssx gel implants. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast reconstruction surgery with 475cc mentor smooth round moderate profile and experienced left breast implant deflation. As a result, the device will be explanted on (B)(6) 2021. Manufacturing date of the lot is being used as date of implant under field d6a on this form since only year was provided. Supplemental report will be submitted when additional information is received.